Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. A systems check was performed with tandem technical support and no issues were identified.